Event description:
It was reported that the doctor used the product during the surgery . When closing the cut tissue, he found that the staples were bent and could not be closed normally. Changed to a new one to complete surgery.  This resulted in prolonged patient surgery.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.